Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced an emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number ((B)(4)). The effective site registration number is (B)(4).

Event description:
Additional information received indicated that the cause of death was stage 4 small cell lung cancer metastatic to liver, bone, brain, stomach and nodes.